Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the irritation as red, not raised, and warm to touch. Patient advised when removing the patch, some skin tore and was bleeding. There was no alleged device malfunction contributing to the irritation. Outcome of the skin irritation is unknown.